Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the device was broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that while impacting tibial implant the impactor tip cracked. All pieces were retrieved and are being returned. No surgical delay.